Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient did not seek medical attention. There is no information to suggest that the patient sustained a serious injury. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse, electrode belt (B)(4): (B)(6) 2014 - initial reuse.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event. On (B)(6) 2014, zoll was notified that the patient's physician alleged that the second defibrillation was inappropriate and induced ventricular fibrillation and that the fourth defibrillation was also inappropriate. Review of the event indicates that all of the defibrillations were appropriate for ventricular tachycardia and ventricular fibrillation. After the second shock, there wer few beats of nsvt, followed by a pause, then the onset of sustained ventricular tachycardia/ventricular fibrillation in the range of 290-300 bpm. The acceleration in the rate is temporally associated with the shock but did not occur immediately with the shock, as evidenced by the short pause in the ECG. The response buttons were pressed intermittently. The patient was taken to the hospital for further evaluation.